Manufacturer narrative:
Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. However, no apparent damage or signs of malfunction that would have contributed to the reported event was identified. Measurements match drawing cal6861 (due: (B)(6) 2025). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1250404. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1250404 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿perforated sinus¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are customer error, or patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification: k013227.

Event description:
It was reported that the implant at tooth site # 14 was removed due to sinus perforation. On (B)(6) 2022, the implant was placed and after taking a final periapical radiography (pa) it appeared that the implant may have perforated into the sinus. However, the implant did not have the feeling of going into the sinus when it was placed. It is likely the angulation of the pa, but due to the possibility of perforating into the sinus, it was elected to take this implant out and place a different one. The procedure length was increased since the implant was removed and the procedure was completed placing other implant.